Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. There were no stored episodes in the device at the time of the syncope. Possible causes for the syncope were discussed, as well as possible programming options for the device. No additional adverse patient effects were reported. The device remains in service.